Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely due to a combination of osteolysis and loosening between the patellar and tibial components and the underlying bone over the course of 11 years of implantation. Patellar maltracking may have been a contributing factor to the patellar wear and/or loosening. However, this cannot be confirmed as the devices were not available for evaluation and limited clinical information was provided. The most probable root cause associated with the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Also, the most probable root cause associated with the event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to a combination of osteolysis and loosening between the patellar and tibial components and the underlying bone over the course of 11 years of implantation. Patellar maltracking may have been a contributing factor to the patellar wear and/or loosening. Unintended contact between the trochlear ridge of the femoral component during knee extension and/or third body wear may have been a contributing factor to the tibial insert damage. Patellar and tibial loosening cannot be confirmed as the devices were not available for evaluation and limited clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately ten years post initial right tka, the 70 y/o male patient had a revision due to loose patella, poly issues and osteolysis of the tibia. Surgeon changed the liner, patella and tibial tray and also used an extension stem. There were no parts or pieces fell into the patient wound site. Patient was last known to be in stable condition following the event. X-rays and photos received. The devices are not available for evaluation as they were discarded by the hospital. No other patient information/medical history reported.

Manufacturer narrative:
Section d10: concomitant products: - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)), - trapezoid tibial tray sz 4f/4t (cat# 204-04-44 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.